Manufacturer narrative:
Due to character restrictions in following field: e1: initial reporter: pd dr. (B)(6). Event site telephone: (B)(6). D10: concomitant products: tvar device, shape device, guide wire 0.035 from medtronic. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during btevar procedure, advanta v12 stent could not be inserted into steerant aortic guide wire. The stent was removed and separate v12 stent was used. There was no harm reported.